Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to the battery issue. During troubleshooting with tandem technical support review of the customer's most recent charge was unable to confirm the reported issue. The customer¿s blood glucose was 200 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.